Manufacturer narrative:
(B)(4). The leak was caused by broken tubing at the junction of the white distal luer. A portion of the broken tubing remained inside the white luer and the edge of the broken tubing had a jagged formation. The cause of the broken tubing was determined to be from a sharp force applied subsequent to filling.

Manufacturer narrative:
(B)(4). During visual inspection of the infusor, a leak was identified. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that an infusor leaked within the orange sealed pouch in which it was delivered. The device was filled with a solution of fluorouracil in 0.9% normal saline. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed if any additional relevant information becomes available.